Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss, the patient would pump it twice and on the third pump the pump would not rebound, it was found a break in the coil close to the pump and also air in pump. The pump was explanted and replaced. There were no patient complications reported.